Manufacturer narrative:
The following information has been updated/corrected: a.3. Sex: female a.4. Weight: 3 a.4. Weight units: kilograms : see h10.

Event description:
It was reported that the unspecified bd tubing set experienced air in line. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown user facility experienced nicu air-in-line issues. The pcu and lvp passed internal operational checks so will not be sent to bd per our osf/bd team agreement on these on-going ail issues. Infant receiving tpn at 2 ml/hour in the secondary port of an umbilical line. Pcu #83057 lvp #35822 alaris pump positioned at the level of patient. IV solution had been hanging for 23 hours when alarm occurred.

Manufacturer narrative:
H6: investigation summary : one sample was returned by the customer. Investigation was completed without any issues. The customer complaint that air in line issues was alarmed could not be replicated. A device history record review could not be performed on model 2260-0500 because a lot number was not provided by the customer. A root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that the unspecified bd tubing set experienced air in line. The following information was provided by the initial reporter: material no.: unknown . Batch no.: unknown. User facility experienced nicu air-in-line issues. The pcu and lvp passed internal operational checks so will not be sent to bd per our osf/bd team agreement on these on-going ail issues. Infant receiving tpn at 2 ml/hour in the secondary port of an umbilical line. (B)(4),lvp #35822 alaris pump positioned at the level of patient. IV solution had been hanging for 23 hours when alarm occurred.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code(s): 2945. FDA patient problem code(s): 2199.

Event description:
It was reported that the unspecified bd tubing set experienced air in line. The following information was provided by the initial reporter: material no.: unknown. Batch no.: unknown. User facility experienced nicu air-in-line issues. The pcu and lvp passed internal operational checks so will not be sent to bd per our osf/bd team agreement on these on-going ail issues. Infant receiving tpn at 2 ml/hour in the secondary port of an umbilical line. Pcu #83057 lvp #35822 alaris pump positioned at the level of patient. IV solution had been hanging for 23 hours when alarm occurred.